Event description:
It was reported that intermittent occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address their bg. Reportedly, the customer was not completing the air removal step when loading cartridges and using cold insulin. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.